Manufacturer narrative:
This report is submitted on (B)(6) 2016, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, in order to have an internal magnet placed. The implanted device remains.